Event description:
A distributor reported that four customers returned reservoirs that had leaked. The distributor stated that they will contact the customers, and ask that they call to report the incidents, and have the reservoirs returned to the manufacturer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.